Manufacturer narrative:
(B)(4). Field service representative report: the field service representative (fsr) evaluated the suspect device and performed a calibration on the exhalation valve. After the calibration was performed the fsr ran an extended self-test (est) and operational verification procedure (ovp). The suspect device is within the manufacturer specification.

Event description:
The customer reported ventilator inoperable (vent inop) on the vela ventilator. The customer reported no patient involvement or allegation of patient harm.